Event description:
The hospital reported that at the completion of the coronary artery bypass graft surgery, the seal did not unravel all the way during removal. The surgeon was able to remove the seal wtihout any medical or surgical intervention. No patient complications were reported by the hospital.